Event description:
Customer called to report the insulin pump alarmed for no delivery during the prime process. Blood glucose reading was 181 mg/dl. Troubleshooting was performed. Insulin pump alarmed for no delivery after changing the reservoir and infusion set. The alarm occured even though the customer manually primed the infusion set and saw insulin exit. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. No cosmetic damage noted.